Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported luer locking cannula female luer disconnected from extension set male luer and leaked medication onto floor during infusion. No pt harm or medical intervention was reported. No further pt/event info was provided.